Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation; however, data was received and downloaded. A review of the downloaded data log confirmed the reported event of a loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2015. Patient's mother was advised to reinstall the application and call back if the issue continued. At the time of contact, no injury or medical intervention was reported.